Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. No low battery alarm could be verified due to the unresponsive buttons. The insulin pump was also received with a cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the display window, a cracked belt clip slot, a scratched reservoir tube window and cracked battery tube threads.

Event description:
It was reported that the buttons on the insulin pump have an intermittent response. It was stated that a few months ago the battery started draining very fast, the issue was fixed and now the buttons are hard to press. Blood glucose value is unknown. Nothing further reported.